Manufacturer narrative:
Device received in a condition which made analysis impossible. Customer returned an empty test strip vial.

Event description:
It was reported the patient received the following results within 15 minutes: 558 mg/dl and 255 mg/dl.